Event description:
Customer reported having trouble with her sensor. She also reported receiving an unexpected re-initialization alert after inserting her sensor. The customer's blood glucose was 173 mg/dl. The alarm history showed a weak signal alarm had ocurred. It was also found the customer's technique for prepping her sensor was accurate. The customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.